Event description:
Discordant, (B)(6) surface antigen (B)(6) results were obtained on two patient samples on an advia centaur instrument. The discordant results were not reported to the physician(s). The samples were rerun on an alternate advia centaur instrument and resulted negative. The samples were then rerun on the advia centaur that they had resulted (B)(6) on, and resulted negative. The rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluating the instrument and instrument data, the fse did not find an instrument malfunction. The samples had also been rerun on the instrument prior to the fse visit and had resulted as expected. The cause of the discordant, (B)(6) results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.